Manufacturer narrative:
Field service engineer (fse) investigated but was unable to duplicate system fluoroing on its own. Fse checked the imaging portion of the system per service checklist qssrwi4.1 and returned unit to the customer for use.

Event description:
Customer reports during an unknown procedure the system shut down and when they turned it on the fluoro initiated on its own. Staff immediately turned the system off, and moved the patient to another room to complete the procedure with a c-arm. No reported injury.